Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for call was today the patient started getting shocked. It was not comfortable. The shock was moving down their leg on the left side of their butt cheek, vagina, and down into the leg. The stimulation was pulsating so bad, and was not comfortable. Patient didn't have a doctor that manages the device. They moved out of state and the doctor that they saw back in (B)(6) went back to (B)(6). They were seeing a nurse practitioner in an obgyn practice but they didn't do the interstim. The issue started today. Patient wanted to know if the remote could turn the therapy off. Patient didn't have the controller with them at the time of the call. Patient was currently driving home to get the programmer. Patient will call back if they need further assistance. Patient said, they have always had the stimulation at a very low setting and it had worked for so long. Patient thought the battery was just about dead. Patient mentioned historical information about their previous revisions/ replacements. See 708965387, 701301768, and 701249457. The patient called back after getting home and using the programmer to communicate with the implant. The patient got a screen that said power on reset (por). The agent reviewed what por meant and told the patient it would need to be cleared by a doctor. The caller said that the uncomfortable stimulation occurred after they were having trouble going number two. The patient lifted their knee up to strain. Not long after they experienced the uncomfortable stimulation. It lasted 5 minutes after 2pm and it was pretty steady all the way home, until they had to go to the bathroom again and didn't strain and now the stimulation had subsided. The agent sent an email to the field rep to call the patient.